Event description:
It was reported that the patient had fallen and was getting zapped in the hip bone area like someone was sticking them. After the fall they found that the wires had moved and the wires were replaced in (B)(6) of 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2010-(B)(6), product type extension, product ID neu_unknown_lead, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2010-(B)(6), product type lead. (B)(4).